Event description:
The customer observed read failure errors on the alinity I processing module and false negative total b-hcg results were generated for a patient. The customer performed trigger and pre-trigger flush procedure due to the errors observed and repeated testing. (B)(6). (B)(6) 2023. Initial results: 3.13 and 2.56 iu/l (negative). Repeat result after performing fluidics flush procedure: 4512.85 iu/l (positive). No impact to patient management was reported.

Manufacturer narrative:
Service reviewed instrument logs and determined the discrepant results were due to a leaking trigger valve. The sensor (part number 04s68-04) was determined the likely cause of the false negative results and was replaced. The customer performed precision and accuracy runs and qc results were found within acceptable limits. The instrument service history review identified no contributing factors to the current complaint and no subsequent tickets related to inconsistent patient results. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed read failure errors on the alinity I processing module and false negative total b-hcg results were generated for a patient. The customer performed trigger and pre-trigger flush procedure due to the errors observed and repeated testing. Sid (B)(6). (B)(6) 2023 initial results: 3.13 and 2.56 iu/l (negative). Repeat result after performing fluidics flush procedure: 4512.85 iu/l (positive). No impact to patient management was reported.